Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/3/24 an ilet user's daughter reported the user experienced a high blood glucose (bg) event requiring a visit to urgent care. The event occurred on 11/30/24. The user's daughter reported that the user visited urgent care after experiencing high blood glucose (bg) for approximately 12 hours due to an unresolved occlusion alarm. At urgent care, the user received IV fluids and an insulin injection to reduce bg levels. The user was discharged the same day. They reported vomiting due to high bg, which prompted the urgent care visit. The user's continuous glucose monitor (cgm), a dexcom g7, displayed "high" (>400 mg/dl) during the event. No ketone testing was performed. The user returned to using the ilet system.